Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 118 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed spec since they are kept in kitchen; although meter was just purchased (B)(6) 2015. Test strip lot MFR's expiration date is 11/17/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 76mg/dl, (B)(6) 2015, 12:22pm; 78mg/dl, (B)(6) 2015, 12:25pm; 81mg/dl, (B)(6) 2015, 12:28pm; 68mg/dl, (B)(6) 2015, 12:30pm; 71mg/dl, (B)(6) 2015, 12:31pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 118 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is not within instructed specification since they are kept in kitchen; although meter was just purchased (B)(6) 2015. Test strip lot manufacturer's expiration date is 11/17/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.